Manufacturer narrative:
Product analysis; analysis of the analyzer returned as an associated device confirmed the customer comment that an error message was displayed on the programmer indicating loss of communication with the analyzer and it was determined that the analyzer was out-of-specification electrical. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer returned with the programmer as an associated device subsequently tested out-of-specification during manufacturer's analysis.